Event description:
This report summarizes 4 malfunction event(s), where it was reported the device experienced difficult to fold/unfold. There was 2 events with patient involvement; 1 patient experienced an abrasion, 1 patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. There was no remedial action taken. This device is not labeled for single use.